Event description:
Reportedly, the balloon detached when inflating. Three catheters were reported on this one event. One catheter was reported and the complaint was reported against medwatch #6000002-2008-07575.

Manufacturer narrative:
Devices will not be returned.